Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the softkeys were torn on the heartstart mrx. It was confirmed by the philips bench engineer that the bezel assembly check mark button was torn. There was no patient involvement.